Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Quantification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's husband reported upon arrival at the hospital her bg reached 726 mg/dl and she was diagnosed with diabetic ketoacidosis. They kept the pod on, placed her on an intravenous insulin drip and treated her with manual injection of insulin (exact dosage was not provided).